Manufacturer narrative:
This report is for an unknown synthes universal spinal system (uss)/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: li ming, zhu xiao-dong, cheung km, luk kd (2007), surgical treatment for scoliosis extending to main thoracic spine by hey-vertebral-screws technique (kvst), journal of medical colleges pla, vol. 22(2), pages 115-120 (china). The aim of this study was to introduce kvst in the surgical treatment of thoracic scoliosis, and to find the role of fulcrum bending in predicting the result of surgical treatment for scoliosis. Between january 2004 to july 2005, a total of 17 patients (4 males and 13 females) with a mean age of 15.3 years (ranges from 10 ¿ 26 years) included in the study. These patients were divided into 2 groups, the first group with 15 patients were treated with universal spine system (uss). The other group with 2 patients were treated with competitor¿s device was used. The mean follows up is 8.8 months (ranges from 1-17 months). The following complications were reported as follows: 1 patient had axial back pain, which got a full recovery from physiotherapy for 2 weeks. This report is for a universal spine system (uss). This is report 1 of 1 for (B)(4).